Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The uso seal was buckled. Fluid ingression was found on the downstream occlusion (dso) sensor. The uso seal and dso sensor were replaced to fix the issue.

Event description:
The device was returned because it displayed a cassette not properly attached error during testing. The results of the investigation found that the device's upstream occlusion (uso) seal was buckled, and the downstream occlusion (dso) sensor had fluid ingress. There was no patient involvement.